Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their doctor has strongly recommended that they immediately cease the use of byte aligners. A letter of recommendation was provided. The doctor reported the patient has significant worsening of temporomandibular joint (tmj) symptoms and other dental issues since starting treatment with byte. Prior to starting treatment with byte the patient had mild tmj symptoms, they have intensified considerably since starting the aligners. The patient current symptoms include increased jaw clicking and popping, worsening jaw alignment, ongoing jaw pain and notable discomfort while chewing, heightened teeth sensitivity and some of their teeth feel loose. This is raising serous concerns with the impact of the continued use of the byte aligners. The doctor strongly recommends that the patient immediately stop the use of the aligners to prevent further aggravation of the patient's condition.